Manufacturer narrative:
After battery installation, the unit displayed a critical pump error on the lcd screen. After further review of the device interior, there were signs of previous moisture presence and corrosion on the terminal of the force sensor flex cable as well as on the back of the lcd screen. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located and another horizontal crack on the battery tube located towards the bottom of the pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for a broken force sensor was detected during seating or regular delivery. Customer¿s blood glucose was 100 mg/dl. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.